Manufacturer narrative:
Additional email address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the rubber tip at connection site was loose and leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that a rubber tip on the section where the syringe connects with the needle became loose/removed causing insulin to spill out. Additional information provided: description of issue: customer reported that a rubber tip on the section where the syringe connects with the needle became loose/removed causing insulin to spill out. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. Item number: choose one: 3 ml syringe ¿ 309657. Product lot number: 8222981. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h.10.

Event description:
It was reported that the rubber tip at connection site was loose and leakage occurred during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that a rubber tip on the section where the syringe connects with the needle became loose/removed causing insulin to spill out. Additional information provided: 1. Description of issue: customer reported that a rubber tip on the section where the syringe connects with the needle became loose/removed causing insulin to spill out. 2. Number of occurrences: 1 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. 4. Item number o choose one: 3 ml syringe ¿ 309657 5. Product lot number: 8222981 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.